Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were very loose on the structure or would fall off when fired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Yielded jaws. The er320 device was returned for analysis in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and dropped eleven clips. In addition the instrument locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.